Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was damaged during the changeout procedure, by the physician. It was noted this ra lead was fractured. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was damaged during the changeout procedure, by the physician. It was noted this ra lead was fractured. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.